Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging an unknown issue with his onetouch meter (model not provided). The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began between 3-4 months (date/time not provided) prior to contacting lifescan. The patient manages his diabetes without diabetes medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" approximately 2 minutes after the alleged product issue began; however he did not receive any treatment. At the time of troubleshooting, the csr noted that no products were replaced as the patient was going to call back. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.